Event description:
It was reported that during routine maintenance it was observed that the motor device was "running hot". It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. . All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the device was running hot. Therefore, the reported condition was confirmed. Evidence suggests this was due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.